Manufacturer narrative:
The patient¿s weight was not provided. Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 5 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2011. It was reported that the patient had an elevated lactate dehydrogenase (ldh) of 891 u/l on (B)(6) 2017 with no hematuria. On (B)(6) 2017, the patient was started on an integrilin infusion. No further testing was performed. The patient was discharged home on an unspecified date. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of elevated lactate dehydrogenase levels could not be conclusively determined. The pump remains in use supporting the patient and no further issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.